Manufacturer narrative:
Block b3 date of event: date unknown. Date of 18jan2024 based on aware date.

Event description:
It was reported that the patient suddenly lost stimulation. The physician determined that the lead was fractured as the spinal cord stimulation (scs) lead displayed high impedances on nine out of sixteen electrodes. It was noted that the patient did not experience any sensation of irritation due to the fracture. The patient underwent a lead explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3 date of event: date unknown. Date of (B)(6) 2024 based on aware date. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Additionally, the lead body was clean-cut. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient suddenly lost stimulation. The physician determined that the lead was fractured as the spinal cord stimulation (scs) lead displayed high impedances on nine out of sixteen electrodes. It was noted that the patient did not experience any sensation of irritation due to the fracture. The patient underwent a lead explant procedure. No additional adverse patient effects were reported.